Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, loosening, and metallosis. Litigation didn't indicate which component was loose. If/when we receive more information we will update as needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/06/2017 update - pfs and medical records received. After review of the medical records for MDR reportability, noted that although patient has two total hip replacements, based upon the recorded implant and revision dates, only the right hip is subject to litigation. Alleges pain and suffering in right hip beginning in (B)(6) 2014. Revision admission summary indicated elevated cobalt and chromium levels, as well as a mars MRI that showed pseudotumor anterior of acetabulum and extending medially along the hip abductors. Revising surgeon noted a "small amount of trunnion corrosion." Decompressed the pseudotumor, which "contained some hemorrhagic-appearing fluid," and noted a "moderate amount of metallosis in the synovium." There was no indication of loosening of implants. Prod/lot updated. No metal ion labs available in medical record to dispute stated elevated ions by surgeon. Stem added to complaint for elevated metal ions and corrosion. Updated medwatches for pseudotumor and corrosion. Implant loosening removed from complaint.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.